Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reported a pt with a poor clinical outcome. Pt records provided indicated this pt exhibited a decrease in bcva in both eyes as compared to pre-op measurements. This report is for the right eye, the left eye is being submitted under manufacturer report #1061857-2007-00162. Approx 3 weeks post-op, the pt exhibited a 3 line decrease in bcva in the right eye from the pre-op measurement. Add'l info has been requested.